Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is not available as the lot number is unknown all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported two 1mtec30 cartridges exploded and damaged two intraocular lenses (iol). Cartridges not available for inspection and no further information received. Two reports will be submitted, one for each cartridge. This report is two (2) of two (2).

Manufacturer narrative:
The cartridge was not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the lot number is unknown the manufacturing record evaluation could not be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was not confirmed. All pertinent information available to abbott medical optics has been submitted.